Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split. Reason for return was confirmed conclusion: after investigation at medtronic, complaint is confirmed for damage to the cannula body wire winding. It is unknown what may have caused this occurrence. Additional visual inspection verified there is damage to the returned device in the wire wound area. Additional inspection under the microscope observed what appears to be tear/split and some foreign matter that appears to be black in the area of the splits. Attempt to move the black pm was unsuccessful. Also observed is there is a square pattern in the tear area along with a horizontal split on one side. A portion of the pouch was returned and visually inspected with no seal void or gap found. Also a check of the entire cannula under the microscope did not find any white residue on the cannula; which would be similar to the adhesive that is on the tyvek side of the pouch and could possibly determine if the product had been caught in the seal. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use the customer noticed that the cannula was bent and cracked. The cannula was not used and not replaced for the procedure. There were no reported adverse patient effects.